Event description:
It was reported to hamilton medical ag, that: the customer states that the hamilton-t1 ventilator (pn 1610060 / sn (B)(6) was involved in a sentinel event. The biomedical technician states that he performed a preventive maintenance (pm) and found nothing wrong with the ventilator. Patient involvement with no medical intervention was reported. The reporting of "sentinel event" indicates patient harm.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.